Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the keyboard, which resolved the reported issue. The device then passed all testing.

Event description:
It was reported that a ventilator had a continous alarm. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.